Event description:
It was reported that during central processing, a curved bipolar dissector instrument has been damaged at the tip. The customer was no longer able to use it in the surgery. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.123" x 0.620" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most caused by mishandling/misuse, such as excess force applied to the instrument jaws.